Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged that the pump was emitting a cs 066 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-apr-2019 with the following findings: a review of the pump¿s alarm history showed cs 020, 052 and 054 call service alarms. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. During investigation, a call service 006 alarm occurred during 12 hour duration testing. The pump case was removed and moisture damage was found on the printed circuit board due to damage to the pump case.